Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that an ophthalmic knife was blunt. Details related to patient harm have not been reported. Additional information has been requested but is not available at the time of this report.